Event description:
Additional information was received that, after seeing the same unusual behavior of noise and oversensing with the new right ventricular (rv) lead, they tested the old rv lead with the pacing system analyzer (psa) along with plugging it into the right atrial port of this pacemaker. It was confirmed the old rv lead was working just fine. The physician did not want to add any additional risk to the patient by pulling out the new rv lead, so decided to cap the old rv lead and connect the new rv lead to the new device. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this pacemaker system detected noise on the right ventricular (rv) channel. The noise was oversensed resulting in pacing inhibition. The patient was not pacer dependent, so no asystole occurred. The pacemaker was programmed unipolar pace and bipolar sense. The noise was stored as ventricular tachycardia (vt) and non-sustained episodes. The noise could be reproduced with isometrics, but not with pocket manipulation. The impedance was stable between 450-550 ohms. The rv amplitude increased from 2 mv to 8 mv. The decision was made to program minute ventilation off and leave accelerometer on. Additional information was received that it was suspected the associated rv lead was fractured, so the lead was replaced. The new rv lead was tested through the pacing system analyzer (psa), and all measurements were good. When the new rv lead was plugged into this pacemaker, however, noise and oversensing were still observed. The right atrial lead was then plugged into the rv port of this pacemaker, and the same clinical observations were observed. It was determined there was a lead to header insertion/connection issue, so the pacemaker was explanted and replaced. No further issues were encountered with the new device. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.